Manufacturer narrative:
W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following was reported to gore: on (B)(6) 2025, this patient underwent an endovascular repair for an infrarenal aortic aneurysm, treated with gore® excluder® aaa endoprosthesis. It was reported that during the procedure, while attempting to deploy a contralateral leg endoprosthesis, the deployment line was pulled but the device did not deploy. The physician retracted the device through the gore® dryseal flex introducer sheath 15fr and removed both the undeployed device and sheath from the patient. A new sheath and a new device were used to complete the procedure. The patient tolerated the procedure. Reportedly there was no anatomic constraints or anatomy anomalies. There were no issues advancing the device.

Manufacturer narrative:
The device was returned to gore for evaluation. Reportedly, the device was damaged after being removed from the patient. The deployment line and deployment knob were no longer attached to the device and not returned for evaluation. The cause of the undeployed endoprosthesis could not be determined.